Event description:
We were informed this device moved in the pocket causing both leads to dislodge. Both leads were explanted and replaced with longer versions. The pacemaker remains actively implanted.